Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb pump appeared to be damaged and the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple wall adapters, cables, and outlets . The customer's blood glucose was 137 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and manual injections.